Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had lumbar pain. The catheter issue was identified via ¿csf flow study¿ and ¿other tests.¿ the patient was being followed closely in the clinic; would be evaluated accordingly at each office visit, and ¿other procedures¿ were completed.

Manufacturer narrative:
Analysis of the catheter found catheter body had significant twisting that may have affected infusion.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8590-1, lot# n398107, implanted: (B)(6) 2014, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the catheter was found to be fractured in the pump pocket, near the sutureless connector; there was a considerable area of catheter that was wound together, "as often seen in patients who twiddle." The catheter was partially explanted. After the catheter revision, the healthcare professional (hcp) programmed the pump to minimum rate pending the patient¿s follow-up appointment with the managing hcp. The patient¿s status at the time of the report was noted as alive with no injury. No cause of event, patient symptoms, or outcome was reported. The pump was delivering morphine. Follow-up was conducted for additional information. If additional information is received, a follow-up report will be sent.